Event description:
Sorin group (B)(4) received a report that the tip of the bipolar device broke off in the patient's leg during a vein harvesting procedure. The tip was retrieved. There was no report of harm to the patient as a result of this incident. It was reported that the patient is fine.

Manufacturer narrative:
Patient information was requested but not provided at this time. Sorin group (B)(4) received a report that the tip of the bipolar device broke off in the patient's leg during a vein harvesting procedure. The tip was retrieved. The facility reported that the patient was fine. There was no harm to the patient as a result of this incident. The facility stated that the bipolar device was not saved for evaluation. Without an evaluation of the devices involved, no root cause for the reported failure can be determined. The instructions for use state "to ensure that the instrument will close properly, do not insert too much tissue in the jaws", do not advance or torque the instrument with the jaws open or use the jaws for spread dissection. These actions will damage the instrument". No further action is deemed necessary at this time.